Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/28/2025, the user reported that a crack was observed along the top edge of the screen. A replacement device was arranged. The user reported blood glucose was unaffected and indicated they would use backup therapy until the replacement device arrives.